Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sensor glucose]. The customer reported blood glucose value of 250 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: sensor glucose vs blood glucose. The event involved product(s) mmt-1886. Troubleshooting was performed, customer reported sensor introducer needle broke was damaged or the introducer needle was hard to remove. Sensor needle did not break while inside the body. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Insulin delivery was suspended due to sensor glucose vs blood glucose difference. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Customer reports receiving a "calibration not accepted" alert. Cust entered a new bg to calibrate but calibration was not accepted. Customer received a "change sensor" alert. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer was using the auto mode/smartguard feature at the time of the event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-1886.